Event description:
Caller alleged discrepant results with inratio meter versus lab. Inratio = 2.2, 2.3 and lab 1.8 (one pt).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1, inratio: 2.2, lab: 1.8, mean; 2.0, confidence limits: 1.2-3.7. Test 2, 2.3, 1.8, 2.05, 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits or inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing is required. Inratio precision data provided by end-user: first test inr = 2.2. Second test inr = 2.3. Mean = 2.25; sd = 0.07; %cv = 3.14%. The %cv of 3.14% is less than 20%. The precision criterion is met. No product tasting is required. Device will not be returned for eval. Investigation is closed. No corrective action is required as no product deficiency was established.